Event description:
There was only a negligible delay in the procedure and no patient consequences as a result of the event. The patient was recovering well.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), confirmed the reported event of the knife not being sufficiently sharp. The coring knife, serial number (B)(6), and the coring knife handle were returned with the protective caps over both ends of the knife. The coring knife was in used condition as residue consistent with blood was present on the internal and external surface of the knife body, as well as the blade edge. Microscopic inspection revealed that the blade edge appeared to be thicker and not as finely sharpened when compared to a control coring knife. A cut test was performed with the returned coring knife and a silicone mat. A control coring knife, used for comparison, was able to cut through the silicone material without issue. The returned coring knife was able to cut through the material, however, not as well as the control coring knife. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue and a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by a manufacturing analysis task. No further information was provided. The manufacturer is closing the file on this event. The device is included in the apical coring knife unable to cut advisory issued by abbott on 21 aug 2023.

Event description:
It was reported that the heartmate apical coring knife used in the patient's implantation procedure was dull. The surgeon used a 10 blade to manually complete apical coring.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.